Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted in the investigation. Without device analysis, a conclusive cause for the reported inability to achieve hemostasis and the hole artery found around the access site could not be determined. A review of the device lot history record and a query of the complaint handling database were not performed as the device lot number was not reported and the device was not returned. During manufacturing, all devices are visually inspected. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of an unspecified vessel in the right groin was attempted using the starclose se device after a stenting procedure in the circumflex artery. Reportedly, after clip deployment, hemostasis was not achieved. Manual arterial pressure was applied to the access site for about 15-20 minutes. A non-abbott device was then applied for 12 hours. After that device femstop was removed, no bleeding was noted, but the skin was black. The patient was discharged one day post procedure. Over the next few days, the patient began to notice swelling of the leg. Five days post procedure, the patient went to the emergency room where an ultrasound was performed and a "hole" in the artery was found. The artery was sealed using a "chemical treatment". The swelling of the leg between the hip and knee began to decrease. The area between the knee and foot was still swollen, hot and red. With the advice from the patient's cardiologist, the leg was massaged and elevated. Fifteen days post procedure, the area of the leg between the knee and ankle was 70% better and thirty-three days post procedure, it was 90% healed. However, the muscle in that area was still sore. There was no adverse patient sequela. Reportedly, the technician is trained in the use of the device. Though requested, no additional information was provided.